Event description:
The customer reported that during a subtotal colectomy, the device was being used as the sole energy source. The pt was found to have a postoperative bleed secondary to a linear laceration in the left external iliac artery. The customer feels that the injury may have been caused by the instrument becoming too hot. How this occurred is not clear. The device had just been cleaned outside the pt and the customer feels this process may have contributed to the problem.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.